Event description:
It was reported a system error occurred. Followup indicates the error occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: system error found in the programmer error log. System fan is noisy. (B)(4).